Event description:
A physician reported that there was no port on infusion sleeve during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was no patient contact with the suspect product. Additional information was received and confirmed that the correct report was that no port was found on the sleeve during surgery, but before use on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).